Event description:
It was reported that the tubing on the port access needle cracked. No other information was provided. (B)(6) 2020 - per air: "patient's family called out, nurse noted blood everywhere upon entering room. Found broken connection on port needle line before the cap (connection at distal end between the port tubing and the female connection). Was not able to draw culture and flush with heparin due to where the break was. Unfortunately, after re-access unable to draw blood and therefore had to flush before getting blood return. Defective piece saved."

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the tubing on the port access needle cracked. No other information was provided. On (B)(6) 2020 - per air: "patient's family called out, nurse noted blood everywhere upon entering room. Found broken connection on port needle line before the cap (connection at distal end between the port tubing and the female connection). Was not able to draw culture and flush with heparin due to where the break was. Unfortunately, after re-access unable to draw blood and therefore had to flush before getting blood return. Defective piece saved."

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the tubing on the port access needle cracked. No other information was provided.